Manufacturer narrative:
It was reported that the unit failed the safety valve test. The ventilator was was investigated by our field service engineer on-site and the inspiratory pipe membrane was cleaned, which resolved the issue. No part will be returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).